Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03160 and 2210968-2012-03162. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2012 and suture was used. After passing the needle through the tissue, the needle came off the suture. Another like device was used with no adverse patient consequences.